Event description:
Event description cpi received information that during implant testing, this implantable cardioverter defibrillator (ICD) would not produce the drive train to induce an arrhythmia. After a capacitor reformation was attempted, the ICD reported its battery status as end of life (eol). The ICD was not implanted.